Event description:
It was reported that the patients ipg incision site had a mild area of dehiscence with an opening of approximately three millimeters in size. It was also reported that there was no exudate present nor other signs of infection. The patient was placed on antibiotics and incision was healing well. It was unknown if the dehiscence was device nor procedure related. The patient will undergo an explant procedure. Additional information was received that the patient underwent an unknown procedure and was still experiencing inadequate relief. Additional information was received that everything was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs- linear leads. Upn: m365sc2218500 model: sc- 2218-50 serial: (B)(6). Batch: 21488247/5061121.

Manufacturer narrative:
Date of event: exact date unknown, patient has been seeing wound specialist and no progress has been made over the past month.

Event description:
It was reported that the patient's ipg incision site had a mild area of dehiscence with an opening of approximately three millimeters in size. It was also reported that there was no exudate present nor other signs of infection. The patient was placed on antibiotics and incision was healing well. It was unknown if the dehiscence was device nor procedure related. The patient will undergo an explant procedure.

Event description:
It was reported that the patients ipg incision site had a mild area of dehiscence with an opening of approximately three millimeters in size. It was also reported that there was no exudate present nor other signs of infection. The patient was placed on antibiotics and incision was healing well. It was unknown if the dehiscence was device nor procedure related. The patient will undergo an explant procedure. Additional information was received that the patient underwent an unknown procedure and was still experiencing inadequate relief.